Event description:
The facility's biomedical technican reported an infusion pump with failure code 25 found during patient use with no patient injury. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervetion, age of patient or medication involved. Medication was being infused with a syringe and tubing when the failure code occurred. The hosptial reprensentative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.